Event description:
Prisma citrate bags were bone dry. The system did not alarm. The system took in air, and machine stated "system failure in need of maintenance"...enough air was in line that machine shut down.the prismaflex dialysis machine went down and this could have been a potential disaster. Risk management was made aware. The machine continued to infuse air, the alarm did not go off, and the message came up for "system failure". The citrate bag line sucked in air--there was so much air that they could not recirculate blood. I inquired on the patient status and was informed that this has happened to this patient with this machine before. She can be off dialysis for a short time. This machine goes down after 18-30 hours for this patient. Earlier in the day they had a back up machine, but that was used for another patient and the hospital does not have any other machines available.

Event description:
Prisma citrate bags were bone dry. The system did not alarm. The system took in air, and machine stated "system failure in need of maintenance"...enough air was in line that machine shut down.the prismaflex dialysis machine went down and this could have been a potential disaster. Risk management was made aware. The machine continued to infuse air, the alarm did not go off, and the message came up for "system failure". The citrate bag line sucked in air--there was so much air that they could not recirculate blood. I inquired on the patient status and was informed that this has happened to this patient with this machine before. She can be off dialysis for a short time. This machine goes down after 18-30 hours for this patient. Earlier in the day they had a back up machine, but that was used for another patient and the hospital does not have any other machines available.